Manufacturer narrative:
The pt's medical records were received and a clinical investigation was completed. The clinical investigation concluded that the medical records received did not include information around the time of the alleged death. The death certificate or autopsy info was not received. The esrd death notification form was received. Esrd death certification noted the cause of death as cardiac arrest (cause unk) with no secondary cause. There was no reported malfunction related to any of the events reported or medical findings to point causality for the pt's death to any of the fmc products. The device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
During a follow-up on an unrelated event, the peritoneal dialysis (pd) pt's grandson reported that the pt passed away on (B)(6) 2015. The pt's end stage renal disease (esrd) death notification form was received from the clinic. The cause of death was cardiac arrest due to an unk cause. The pt had continued renal treatment prior to her death.